Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 that a patient had a right femoral trochanteric fracture. Based on the operation guide, the surgeon inserted the guide wire, fenestration, and inserted the nail. After, the surgeon inserted the protection sleeve and confirmed the locking of the nut, so he rotated it. When the tip of the sleeve reached the lateral cortical bone, the locked sleeve loosened suddenly and it returned to the proximal position. The surgeon tried to push the sleeve and lock the nut, however this situation repeated again with rotation of the nut. The surgeon took off the release button from the sleeve from aiming arm 130deg (03.010.407) and exchanged it to aiming arm 125deg (03.010.406) and tried again. After that, the issue did not reoccur and the operation was completed. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found.